Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tiredness. It was also reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and exhibited intermittent capture. The ipg was re-programmed and remains in use as a back-up device.  A conventional tranvenous ipg was implanted. No further patient complications have been reported as a result of this event.